Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (08/2022).

Event description:
It was reported prior to a catheter placement procedure, the component of a device was allegedly missing. There was no patient contact.

Event description:
It was reported prior to a catheter placement procedure, the component of a device was allegedly missing. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter, one silicone adhesive tube, one end cap, one monoject 3ml syringe, and one blunt needle were returned for evaluation. Gross visual and tactile evaluation were performed. The investigation is inconclusive for the reported component missing issue as the sample was returned in an opened port kit and the original state of the package at the time of opening is unknown. Although a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.